Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced bdu cpu pcb and gui cpu pcb. The unit passed extended self testing. It is not verified that the vent was inoperable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, both devices were leaking; one was used for a 5mm instrument and the other was used for the camera and scope port. The devices were not reprocessed. A competitor's trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the cb12lt device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. It was noted that the bottom ring was cracked. We have documented the circumstance as they have been reported to us.